Event description:
It was reported that upon removal of the device from the shipping carton the plastic tube was found to be snapped in half.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The tri-angular outer brown box was found to be crushed in the central area. The catheter was received in a broken shipping tube. The gray tube was broken 16cm distal of the clear adaptor. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The outer brown box appeared to have been bent and crushed severely as examined in the photo. The catheter appeared to be in good condition although the sterility has been compromised. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.